Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets tube cut from 5 inch away from site event on (B)(6) 2024. Infusion set had been used for 1 day and 3rd day for 2nd event. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.